Manufacturer narrative:
Result of investigation: based on the customer's description of the fault, our own experience, the technical report with the images provided and the investigation of other complaints with similar fault patterns, the most likely root cause is that the adhesive at the tip of the c-mac blade has worn out due to the reprocessing process and improper application, causing liquid to penetrate the blade, which affects the electronics and causes the led to fail/dim. In addition, the image sensor is affected by the ingress of liquid and shows image interference/failure. The IFU describes that a functional and visual inspection must be carried out before use and after the reprocessing process. This would have revealed that the video laryngoscope was damaged and no longer functioned properly, and it should have been sent for repair. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, "poor video images and no video images." No negative impact in state of health reported. Cross reference MDR: 9610617-2024-00516; 9610617-2024-00515.